Manufacturer narrative:
Submit date: 01/06/2017. The product was received opened by the customer and the packaging was not received. No visual abnormalities were noted. A review of the device history record indicates that this device lot number was released meeting all quality specifications. The reported condition could not be confirmed. The complaint investigation concluded that the root cause could be due to the specific use conditions of the product which may have contributed to the incident. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an scd comfort sleeve. The customer states that itching and a blue mark shape, from the ink leaking off sleeve. Patient had dermatology treatment to remove the print. No harm occurred. Patient had herniated disc surgery before using product, is allergy for alcohol and blueback.